Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide after an unspecified procedure. Reportedly, a cuff miss occurred. A second proglide device was used to achieve hemostasis. There was no reported adverse patient sequela. The physician is reported to be trained in the use of the proglide device. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the returned condition confirmed the reported cuff miss. One of the anterior cuff tabs was broken off and was not returned with the device. Cuff tabs measure one one-hundredth (0.01) of an inch square. Due to the extremely small size, a missing cuff tab is not visible without magnification and would not be noted by the user. Based on analysis of the returned device, no quality deficiency was detected. A search of the lot history record did not reveal any non-conformances associated with this lot which could have contributed to this complaint and its investigation findings. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.